Event description:
It was previously reported in medwatch report 1644487-2016-00675 that the explanted lead was found with a fluid leak. The lead was explanted due to device extrusion through the skin. Information was subsequently received from the explanting physician that demonstrated the lead was found in one portion and no obvious point of entry of the fluid could be identified. It was determined that the reported condition of the explanted lead did not relate to the patient adverse events reported in that medwatch report. The explanting facility was reported to not return explanted products, so product return of the explanted devices is not expected. The device history record of the explanted lead was reviewed, and the device was found to meet all specifications prior to distribution. No additional pertinent information has been received to date.